Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the left ventricular (lv) lead. It was noted that the lead dislodged due to the patient rubbing/ playing with the device pocket and twiddling. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.